Event description:
It was reported that during a mastectomy procedure, the applier cut the vessel as it was clipping, hard force to fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The device was disassembled to inspect the internal components, and the cartridge cover of the device was found slightly loose, however, this condition is not related to the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.